Manufacturer narrative:
The catalog and lot numbers are unk and a product sample has not been returned. We are unable to conduct an investigation and determine root cause related to this reported issue for this device, our facility will continue to track and trend for similar or like issues. If the product sample or catalog and lot number become available, we will reopen the complaint. All indicate that the device has not been returned for eval. No results are available at this time. A follow up report will be filed if additional info becomes available.

Event description:
On (B)(6) 2007 teleflex medical received MDR # (B)(4). The MDR stated: event date: (B)(6) 2006. Date of this report: (B)(6) 2007. Event desc: the pt underwent a bilateral nerve-sparing robotic-assist laparoscopic prostatectomy. Hem-o-lok clips were placed at the point during the procedure where the surgeon was dissecting free the lateral pedicles. Approx three months after his surgery, the pt began to complain of urethral pain. The pt had a CT scan which revealed that some if the hem-o-lok clips had migrated into the bladder. The pt had to undergo a cystourethroscopy to remove the clips. Two extra large and two large calcified clip were found and removed with out difficulty.